Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement, occlusion, prime/compromised force sensor system and no delivery test due to motor error alarm. Device had scratched display window, cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer kept changing sites. Customer's blood glucose was 433 mg/dl. Found motor error alarms in history. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.